Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided pictures identified the assembled head and bearing being measured at an unknown point due to the angle of the picture. The measurement shows 44mm for the outer diameter. No further evaluation can be made as the device is not returning. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. At this time, two complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. Both issues are being considered related since both lots are manufactured at the same location, of the same part family, and manufactured at the same time. Actions were initiated as a result of the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). G2: australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the dual mobility bearing was incorrectly packaged and incorrectly labelled. A 46 dual mobility bearing was opened for a 52 advantage and physical bearing was undersized and incorrectly labelled as a 46mm. Calipered the bearing and was showing around 43/44mm. Subsequently, only one bearing was on hand so surgeon opted to use a stryker dm bearing sized 46. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.